Event description:
Technical services received a call on (B)(6) 2011. Lead dislodged and was not repositionable. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)